Manufacturer narrative:
UDI: pxc121000 - (B)(4). Rmt281418 - (B)(4). Pxc271000 - (B)(4). Pxc271000 - (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2016, a type ib endoleak was identified. The endoleak was unsuccessful treated with the implantation an additional contralateral leg endoprosthesis on (B)(6) 2016. It is unknown which device shows the endoleak. The patient is being monitored.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that the pre-implantation aneurysm diameter was 58mm. On (B)(6) 2014, a follow-up computed tomography angiography (cta) scan revealed a type ii endoleak and a stable aneurysm size of 58mm. On (B)(6) 2015, a follow-up ultrasound scan showed a type ii endoleak and an aneurysm size of 59mm. On (B)(6) 2016, a follow-up cta scan revealed a proximal and a distal type I endoleak and an increased aneurysm size of 74mm. On (B)(6) 2016, the distal endoleak was treated with the implantation of two medtronic endurant iliac extensions on both sides of the patient. The proximal endoleak was treated with additional ballooning. On (B)(6) 2016, a follow-up cta scan showed persistence of endoleak, without the possibility to specify the origin exactly. The aneurysm size decreased to 70mm. The devices were explanted on (B)(6) 2016 with favorable results.